Manufacturer narrative:
The device received for investigation was found to function properly. Inspection of the device found no issues that would contribute to the reported event. The download data does not show any issues during the run. The exact cause of the reported event could not be determined.

Event description:
It was reported the patient's blood glucose level dropped to 52 mg/dl. The patient reported that they tried to suspend their insulin but was unsuccessful.